Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient. According to the csr, none of the blue stapler 45 reloads that were used during the da vinci-assisted surgical procedure are available for return to isi for evaluation. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has not been able to review the site's advanced system logs with a procedure date of 08/11//2016. Basic logs showed no related system errors had occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sigmoid colectomy procedure, the patient allegedly experienced an anastomotic leak that required repair via an unspecified open surgical procedure. Furthermore, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted sigmoid colectomy procedure, the staple line allegedly failed and was found to be open. The surgeon claimed that the staples were mal-formed. As a result, the patient reportedly underwent another unspecified operation. On 09/08/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the additional following information regarding the reported event: the csr stated that he was not present during the surgical procedure and that the procedure was not recorded. There were no reports of any intra-operative complications. There was also no allegation during the surgical procedure that a malfunction of the da vinci system, instruments, or accessories occurred. There were no reports of any malformed staples or issues with clamping or firing with the stapler 45 instrument that was used during the surgical procedure. The surgeon did not reinforce the staple line with sutures or buttress material. According to the csr the surgical tissue was inflamed secondary to diverticulitis, and it was confirmed the patient had not undergone radiation or chemotherapy. He also confirmed that no other stapler instrument other, than the stapler 45, was used during the procedure. According to the csr, the surgical procedure was successfully completed. The csr did not know what date the patient presented with anastomotic leak. To his knowledge, the patient underwent an open surgical procedure on an unspecified date to repair the anastomotic leak. The csr stated that none of the blue stapler 45 reloads that were used during the surgical procedure are available for return to isi for evaluation. The site has not returned the stapler 45 instrument or the stapler 45 reload used during the procedure.